Event description:
Clinicians were attempting to defibrillate a pt (age & gender unknown) who had coded, however the device was unable to power up on battery power. Complainant indicated that clinicians were able to obtain another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the facility's biomedical dept was able to power the device up with another battery, subsequent to the event.